Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a high battery impedance of 14.9 kohms and a high current drain of 419ua.